Event description:
Operating room technician opened medline custom total joint pack which should contain 10 18x18 lap sponges. Upon counting sponges, it was discovered a manufacturing defect in the lap sponge. Each sponge was about 36 inches long and 9 inches wide. All defective sponges were removed from the room.